Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain in the mid thigh and loosening of the femoral component and stem at bone to implant interface. It was also reported that the implants were removed and revised using cemented implants. The poly portion of the patella was also replaced. Doi: 2014; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.